Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The hospital has not authorized the repair of the unit at this time.

Event description:
The hospital reported a leak in the suction regulator, causing inadequate fluid suctioning. There was no report of patient involvement.